Event description:
The customer reported that while the iabp was in use on a patient, the iabp was in use on a patient, the iabp was plugged into ac power and shutdown. The iabp was restarted and shut down again. The patient was switched to another iabp and therapy was continued.

Manufacturer narrative:
A company service representative reviewed the details of the event with the customer's biomed, who advised him that the mains power switch was turned off at the time of the event. Therefore, the iabp was running on battery power, not ac power as initially reported, when the system shut down. The customer's biomed turned on the ac mains switch, and the system was functional once power was restored. The company service representative evaluated the iabp on (B)(4) 2012. The fault logs confirm that the iabp was running on battery and had not been charged prior to the event. The iabp functioned normally on both ac power and battery power, and replacement of the battery was not required. Testing included confirmation of the battery in use message and battery icon that are displayed to indicate that the iabp is running on battery, and functionality of the low battery alarm that is generated by the iabp to advise clinician of a low battery condition. The iabp was returned to the customer.